Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue got happened during the coronary diagnosis procedure and the procedure was completed as planned by moving the c arm hose since it was sometimes making the c arm stop. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movements were not working correctly. Upon functional testing fse found that c arm angulation movement was sometimes stopping due to broken balancer unit on side of the c arm. To resolve the issue fse replaced the complete balancer unit. After this, the system was returned to use in good working order.

Event description:
It was reported to philips that the system's c-arm movement malfunctioned. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the balancer unit which returned the device to good working order.